Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred for 4g1kkn. The product was evaluated for 42a2me. An external visual inspection was performed and passed. Voltage test was performed and failed due to no voltage. A review of the share logs was performed and a low transmitter battery alert was found within the investigation window. The allegation was confirmed for 42a2me. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.